Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that there was a slight resistance during microcatheter insertion of the main coil (subject device) and the coil delivery wire broke. There was no patient impact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported coil delivery wire broken cannot be determined.

Event description:
It was reported that there was a slight resistance during microcatheter insertion of the main coil (subject device) and the coil delivery wire broke. There was no patient impact.